Event description:
It was reported that during implant of this pacemaker, noise was observed when a right atrial (ra) lead was connected to the ra port of the device header. A right ventricular (rv) lead was then placed into the ra port of the device header, and noise was again observed. The device was removed and a new pacemaker was implanted and the ra and rv leads were connected to the header of the replacement pacemaker with no further noise observed. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this pacemaker, noise was observed when a right atrial (ra) lead was connected to the ra port of the device header. A right ventricular (rv) lead was then placed into the ra port of the device header, and noise was again observed. The device was removed and a new pacemaker was implanted and the ra and rv leads were connected to the header of the replacement pacemaker with no further noise observed. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.